Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) and increased mitral regurgitation (mr). It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat mixed mr with a grade of 4. Three clips were implanted, reducing the mr to 1-2. On (B)(6) 2018, the patient returned with recurring symptoms and an echo was performed where it was noted the third clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). Damage was noted to the anterior mitral leaflet (aml) and the mr had increased to 3. No treatment was planned at this time. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the tissue damage and single leaflet device attachment (slda) in this incident could not be determined. The reported recurrent mitral regurgitation (mr) appears to be a cascading effect of the sdla. The reported patient effects of mr and mitral valve injury are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.